Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced issues with two sensors. The customer explained that the first sensor shot out of the serter and the one in use would not blink when transmitter was connected. Blood glucose at the time of incident was 154 mg/dl. Troubleshooting was performed. The customer was advised to remove the sensor. The customer removed the sensor and indicated that it looked like it was half the size. The sensor will not be returned for analysis.